Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that several shocks were caused by ventricular oversensing due to noise. During the lead revision, the lead was tested and re-connected to the device; no further noise was observed. Parameters were all in range. The lead remains implanted.